Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, system station transaction was not updating. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station transaction was not updated. A technical support specialist dialed into the station and initiated a backup. While reviewing the data sync logs, technical support specialist (tss) identified an error indicating that the host was not recognized. Then verified that the station was correctly pointing to the sync server. To resolve the issue, navigate to (pharmacy enterprise system) pes settings and devices and then the support user only tab, change the setting from sync to app and restart the data sync service. Then technical support specialist (tss) contacted the customer, who confirmed that all transactions were now visible, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.